Event description:
Caller alleged discrepant inratio inr results between two strip lots; however, only one strip log number was provided. Results as follows: date: (B)(6) 2013; inratio inr: 2.3 and 3.6. The time between testing was within minutes on different fingers. Therapeutic range report is 3.0 - 3.5 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
The device is expected to be returned but has not yet been received. Investigation pending.